Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure of a 23mm sapien 3 valve in the aortic position, the fully inflated balloon burst at the end of valve deployment. An additional 1cc of volume was used during valve deployment. The valve was in good position and the patient was stable. The delivery system will be returned for evaluation. No pre-procedural CT was performed. As reported, it appeared that the balloon burst upon full inflation with one additional cc of volume. The patient's native annulus and leaflets were mild to moderate calcified and the native annulus measured 425mm.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a balloon burst/tear at the proximal end (puncture hole) in the longitudinal direction. No balloon pieces appeared to be missing. No other abnormalities were observed. Functional testing was not performed due to the condition of the returned device (burst/torn). Dimensional testing was performed on the single wall thickness of the balloon and was found to be in within specification. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. In addition, a procedural fluoroscopy video was provided for evaluation showing valve deployment. The balloon appears to inflate fully, deploying the valve successfully. Subsequently, the balloon appears to not deflate as intended, indicative of a balloon burst. During inflation balloon manufacturing, the balloons are 100% dimensionally and visually inspected for critical drawing specifications, including balloon diameter and wall thickness. Additionally, the balloon component is 100% inspected visually for defects including kinks, bends, witness lines, crow¿s feet, scratches, gel-spots, and fish eyes and contamination. During delivery system manufacturing, the device underwent the following inspections: during the pleat and fold process, the inflation balloon is visually inspected for fold lines and distorted/pinched folds. The balloon is 100% visually inspected by both manufacturing and quality for visual defects such as distorted/pinched folds, wrinkles or waviness, and fold lines on the inflation and crimp balloon. The commander delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure test was performed on five (5) sample devices during product verification testing under wo # (B)(4). The burst pressure of tested units was measured to have an average of 11.440 atm and a lower tolerance limit (ltl) of 10 atm. The lot meets the statistical requirements as the lower tolerance limit is above the acceptance criteria of a lower specification limit (lsl) of 7 atm per document. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint for a ¿balloon burst¿. Based on technical summary written by edwards lifesciences [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. The IFU and training manual sop4407el76 rev. G were reviewed for guidance for thv deployment with the commander delivery system and no deficiencies were identified. Both IFU and the procedure training manual each provide a table that lists the nominal inflation volume for each delivery system model, and each instruct the user during preparation of the delivery system to verify that the inflation volume is correct. The thv delivery provides instructions on how to perform a thv deployment: advance the catheter and use the flex wheel, if needed, and cross the valve, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock, verify the correct position of the valve with respect to the target location, before deployment, and ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment: unlock the inflation device provided by edwards lifesciences, begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence, deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon and deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. In addition, the procedure training manual provides guidance for delivery system thv deployment. Check to ensure the thv is exactly between the valve alignment markers, flex tip is on the triple marker, and the balloon lock is locked. When performing thv deployment: unlock the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg, confirm placement of center marker with optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and stop pacing and withdraw the balloon from the native valve. Additional considerations during thv deployment: verify flex tip is on triple marker to, ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment and slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. Instructions for performing delivery system removal (if balloon ruptures - leak or burst) during thv deployment without thv embolization: do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pvl leaks under echo and if post dilation is needed, use a new delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. Based on condition of the returned device (balloon burst/torn), the complaint was confirmed. However, review of the available information did not reveal any manufacturing non-conformance on the returned device. Visual inspection of the balloon did not reveal any abnormalities that could have contributed to the complaint event and dimensional inspection of the device revealed that the balloon wall thickness was within specification. Furthermore, a review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to a balloon burst. A detailed root cause analysis for returned balloon bursts complaints due to patient¿s anatomy has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Additionally, the valve was deployed with an excess of 1cc of volume, which could have contributed to extra internal balloon pressure further increasing the interaction of the balloon with native calcification. Based on available information, the root cause is likely due to patient factors (calcification). No visual abnormalities were observed on the returned device, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. The technical summary is applicable to this complaint as the patient had moderate native leaflet and native annulus calcification. As such, an engineering evaluation is not required per procedure. The complaint for ¿was confirmed. There were no manufacturing non-conformances found in the returned sample. In this case, it can be speculated that the root cause is related to the rationale outline in the technical summary patient factors (annular and leaflet calcification). There is no indication of increasing trend that surpasses control limits for this trend category; therefore, no corrective or preventative action is required at this time.